Manufacturer narrative:
Unit was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 lbs during prime/delivery test due to faulty forced sensor resistor. Unable to download unit due to several spanish software anomaly alarms at the alarm history file. (B)(4) software anomaly alarms due to a corrupted history file. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that data could not be transferred to insulin pump. Customer's blood glucose was unknown. Insulin pump would be replaced.